Event description:
It was reported that during the initial implant procedure, the suture sleeve was damaged during suturing. The suture sleeve was removed and replaced to resolve the event. The patient was stable and will continue to be monitored.